Event description:
It was report that during a roux-en-y gastric bypass procedure, the device fired scissored clips. There was a bleeder, the clip applier was fired, but no clip deployed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.